Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhoea. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, dizziness, nausea, vomiting, fatigue, migraine, vaginal haemorrhage, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered dizziness, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: does not recall if underwent confirmation test. Diagnostic results: on (B)(6) 2017, surgical pathology report showed surgical pathology report showed right and left fallopian tubes with no abnormality and essure wires are present in the attached bilateral fallopian tubes stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received, patient demographics added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), hormonal changes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhoea. Concomitant products included nsaid's since 2011 and paracetamol (acetaminophen) since 2011. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, dizziness, nausea, vomiting, fatigue, migraine, vaginal haemorrhage, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered dizziness, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: does not recall if underwent confirmation test. Diagnostic results: on (B)(6) 2017, surgical pathology report showed surgical pathology report showed right and left fallopian tubes with no abnormality and essure wires are present in the attached bilateral fallopian tubes stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: pelvic pain decreased shortly after removal; concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysmenorrhoea and asthma. Concomitant products included clonazepam, ibuprofen, nsaid's since 2011, oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2011. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia had resolved and the hypersensitivity, dizziness, nausea, vomiting, fatigue, migraine, vaginal haemorrhage, hormone level abnormal, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dizziness, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: does not recall if underwent confirmation test. Diagnostic results: on (B)(6) 2017, surgical pathology report showed surgical pathology report showed right and left fallopian tubes with no abnormality and essure wires are present in the attached bilateral fallopian tubes stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-new event dysmenorrhea (cramping), depression and mental anguish were added. Outcome of menorrhagia, pelvic pain updated to recovered / resolved. Medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysmenorrhoea and asthma. Concomitant products included clonazepam, ibuprofen, nsaids since 2011, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since 2011, salbutamol (albuterol hfa) from 2016 to 2017 and salbutamol from 2016 to 2017. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ heavy bleeding"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystourethroscopy). Essure was removed on 20-mar-2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the dizziness, nausea, vomiting, fatigue, migraine, hormone level abnormal, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dizziness, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: does not recall if underwent confirmation test. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: surgical pathology report showed right and left fallopian tubes with no abnormality and essure wires are present in the attached bilateral fallopian tubes stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event allergic reaction and bleeding changed to recovered resolved. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysmenorrhoea. Concomitant products included nsaid's since 2011 and paracetamol (acetaminophen) since 2011. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, dizziness, nausea, vomiting, fatigue, migraine, vaginal haemorrhage, menorrhagia and hormone level abnormal outcome was unknown. The reporter considered dizziness, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: does not recall if underwent confirmation test. Diagnostic results: on (B)(6) 2017, surgical pathology report showed surgical pathology report showed right and left fallopian tubes with no abnormality and essure wires are present in the attached bilateral fallopian tubes stumps. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - new event device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, hypersensitivity, dizziness, nausea, vomiting, fatigue and migraine outcome was unknown. The reporter considered dizziness, fatigue, hypersensitivity, migraine, nausea, pelvic pain and vomiting to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.